Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple yellow collecting wave (ycw) alerts and difficulties with remote interrogation, with the implanted device not being detected. Technical services (ts) was consulted and noted unsuccessful transmission attempts. The patient contacted support and troubleshooting was performed, however, the issue persisted initially. The patient was advised to coordinate with the clinic for further evaluation. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple yellow collecting wave (ycw) alerts and difficulties with remote interrogation, with the implanted device not being detected. Technical services (ts) was consulted and noted unsuccessful transmission attempts. The patient contacted support and troubleshooting was performed, however, the issue persisted initially. The patient was advised to coordinate with the clinic for further evaluation. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.